Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in a moderately tortuous vessel in the forearm. After sheath placement, a 6.0-4/4t/40 symmetry balloon catheter was advanced over a non-bsc guide wire. However, the guidewire got caught near the marker of the proximal side of the balloon. The was difficult removing the guide wire from the device, so they were removed together. The procedure was completed a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the customer's guidewire was not returned for analysis. A visual and tactile examination of the shaft identified multiple small kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. During analysis the investigator selected a 0.018inch guidewire, the guidewire was inserted through the device with no resistance or issues noted. No issues were noted with the shaft that could have contributed to the catheter damage. The balloon was tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. An examination of the markerbands and tip identified no damage or any issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in a moderately tortuous vessel in the forearm. After sheath placement, a 6.0-4/4t/40 symmetry balloon catheter was advanced over a non-bsc guide wire. However, the guidewire got caught near the marker of the proximal side of the balloon. The was difficult removing the guide wire from the device, so they were removed together. The procedure was completed a non-bsc device. There were no patient complications reported.